Manufacturer narrative:
Initial reporter phone no. (B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, after four (4) hours of treatment with one (1) unit of an oxiris set, an external fluid leak at the connector of the effluent bag was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection observed a leak from the drain bag stopcock. The reported condition was verified. The cause was determined to be related to misuse of the drain bag. According to the event description, the bag was in use for 4 hours before the disconnection of the valve occurred. Within several hours of treatment, the bag had been filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags. It is to be noted that the oxiris set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused and should be discarded. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full, and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.